Event description:
Upon investigation, manufacturer's domestic evaluations, lab observed the aviva meter lcd is marbled in appearance. Appearance is consistent with a possible electrical short. No exterior evidence of melting or burning was observed. The device was returned, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.